Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be submitted upon completion of investigation.

Event description:
Procedure performed: digestive surgery. Event description: translation: the surgeon wanted to start a fusion cycle by pressing the dedicated button and nothing happened. After several attempts, le voyant launched fusion cycles just by closing the jaws and without pressing the button, then the device stopped working. There were no changes in health resulting from the event. Situation was resolved by: changing device other instruments used: laparo grasping forceps. Additional information received by applied medical representative via email on 23feb2023: it seems that the action on the button did not work (error) from the beginning then the surgeon pressed the button several times and then the fusion cycles started without pressing the button. This problem was observed from the first use and all the time after. So, this malfunction appeared from the first activation. No information could be obtained regarding any possible generator alarms that might have interrupted the seal cycle. The jaws were not cleaned because the problem occurred at first activation. Type of intervention: change of device. Patient status: no patient injury has been reported.

Event description:
Procedure performed: digestive surgery . Event description: translation: the surgeon wanted to start a fusion cycle by pressing the dedicated button and nothing happened. After several attempts, le voyant launched fusion cycles just by closing the jaws and without pressing the button, then the device stopped working. There were no changes in health resulting from the event. Situation was resolved by: changing device other instruments used: laparo grasping forceps. Additional information received by applied medical representative via email on 23feb23: it seems that the action on the button did not work (error)from the beginning then the surgeon pressed the button several times and then the fusion cycles started without pressing the button. This problem was observed from the first use and all the time after. So, this malfunction appeared from the first activation. No information could be obtained regarding any possible generator alarms that might have interrupted the seal cycle. The jaws were not cleaned because the problem occurred at first activation. Type of intervention: change of device. Patient status: no patient injury has been reported.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Functional testing confirmed the complainant¿s experience of unintended rf energy output. Upon closer inspection, an internal fuse switch was observed to be misaligned. Based on the condition of the returned unit and the description of the event, it is likely that the unintended rf output was caused by the misaligned fuse switch.